Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. Customer reported blood glucose level was 170s (mg/dl). As the occlusion alarms had occurred in the past and the supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.